Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13016 it was reported that the patient presented in clinic. Device interrogation revealed over-sensing on the implantable cardioverter defibrillator and right ventricular lead. Programming changes were made to resolve the issue. Patient remained asymptomatic.